Manufacturer narrative:
(B)(4).

Event description:
Event desc: serial number: (B)(4). The nit-occlud released prematurely and was surgically removed. Additional information 11/13/2015: nit-occlud embolized before secured in the pda. Patient age: (B)(6). Measured ductus size: aortic 31, pulmonary 9, length: 12.1. Procedure duration: 7 hours. Pda access: venous 6 fr, aortal 5fr. The ado 8x6 was implanted to complete the procedure. The physician did not notice resistance during forwarding or retrieval into the implantation catheter. Curvature of implantation in the vessel: mild. The physician did not notice a gap between pusher and coil prior to release. There were no rotations, released without using the ball. Embolized prior to release outside pda, in aorta. The patient was moved to surgery to have the device removed by a different physician. The physician did a cut down to remove the device, the patient tolerated it well. No sample has been returned so far. Pfm received 4 pictures showing the screen of the fluoroscopy monitor. The last 3 show the attempts to retrieve the device by snaring and grasping it with minimally invasive instruments, the first shows the angiographic measurements performed prior implantation to determine the correct implant size. The aortic ampulla diameter d2 was measured to be 9.0 mm, the narrowest diameter d1 was 3.1mm and the pda length l3 was determined to be 12.1mm. According to the IFU this would require a 9x6mm or maybe 11x6mm device. The results of this investigation indicate that the product met all its specifications at the time of manufacturing resp. Shipping. A specific failure mode or root cause for the reported failure cannot be determined without further data, e.g. Investigating the sample or analyzing angiograms or videos of the procedure. A CAPA has been opened in order to further analyze potential root causes for the failure mode "premature release", determine possible trends and define actions that can help reduce its occurrence.